Event description:
An aus device was implanted on 12/2/93. A revision surgery was performed in 1994, day not provided. The pump was removed on 12/5/95. A revision surgery was performed in 1996, day not provided, due to cuff tubing removed from bladder. It is uncertain which, if any, components were revised. Unable to obtain add'l info.